Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device change out. During change out, the left ventricular lead was observed with high, out-of-range impedance and unable to capture in the bipolar configuration. The lead issues were known 2 months prior to change out. The lead was reprogrammed with a new configuration. The patient was stable.